Event description:
The customer reported that insulin from the reservoir leaked past the o-rings and into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and resrevoir passed per specifications. No leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.